Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [20 mg/ml] at a dose of 4 mg/day via an implantable pump. The indication for use was not provided. It was reported that a motor stall occurred and the pump was explanted. It was indicated that the pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the upper and lower shafts of gear number two. If information is provided in the future, a supplemental report will be issued.